Event description:
When inserting the rod into the tulip head the doctor complained the rod was not inserted in the desired position. Use of the persauader did not help. The set screw was unable to be inserted into the tulip head. There was no alternative but to replace the pedicle screw intraoperatively causing an extension of time to the surgery of approximately 60 to 90 minutes.